Event description:
Purchased sterile fabric bandages. When I used the bandages, my skin erupted into blisters everywhere the adhesive came into contact with my skin. I have spoken to many people who had the same experience. The manufacturers should be required to list the adhesive contents. If the contents were listed I would know which to avoid. Dose: as needed. Frequency: twice. Route: cutaneous. Dates of use: 2009. Diagnosis: small cuts on leg. Event abated after use stopped: yes. Event reappeared after reintroduction: yes.